Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer observed error code 1063 (invalid test results, correlation coefficient too low) and error code 1118 (invalid test results, intercept too low) when running one patient sample on the axsym digoxin iii assay. The issue was resolved by diluting the sample. There was no impact to patient management reported.